Manufacturer narrative:
Concomitant: product ID 3389s-40, lot# va0cltx, implanted: 2013-(B)(6), product type lead. Product ID 3389s-40, lot# va0cltx, implanted: 2013-(B)(6), product type lead. Product ID 3708695, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 3708695, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
A consumer reported the patient had an infection and hematoma and they were recently hospitalized. The patient fell in their kitchen and had a hematoma in (B)(6) of 2015. The reporter wanted to know if the patient could have electrical stimulation on their throat and neck area due to trouble swallowing and speech and voice therapy. The patient was still recovering. The patient's indication for use is parkinson's dual and movement disorders. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.